Event description:
On 07-mar-2023 millyard advanced medical products, llc became aware of four user-filed medwatch forms regarding our marketed device, all voluntarily filed by the same reporter and with almost identical content. The four associated medwatch numbers are as follows: mw5115134, mw5115135, mw5115136, and mw5115137. Each of the four reports has the same event date of (B)(6) 2022, with a general complaint of pump failure requiring hospitalization in order to receive treprostinil intravenously until restarting on remodulin therapy. Based on the available information, the reporter is indicating that four pumps failed independently on the same date, which led to the reported hospitalization event. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation. An investigation of manufacturing records was not possible due to serial numbers not being provided in the reports. Despite no report of death nor any serious injury being identified, this issue is being reported out of an abundance of caution.